Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device may have been due to a potential measurement error at implant.

Event description:
It was reported that the patient and physician suspected these inflatable penile prosthesis (ipp) cylinders were undersized during the initial implant procedure, as he could palpate the distal tips of the cylinders within the patient's penis, and they did not extend to the glans. A revision surgery was performed to remove cylinders and pump, remeasure, and implant new components. There were no patient complications.